Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing hypoglycemic events resulting in a loss of consciousness (blood glucose value not provided). Additionally, it was reported that the pump speaker was not annunciating audible tones. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.